Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11 the medihoney (ID unknown) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, integra is aware of counterfeit sales of medihoney on walmart.com. As medihoney is a prescription only product, there are no legitimate sales of medihoney on online retail platforms. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
A customer stated that after using medihoney (unknown ID), she developed a skin infection. Initial antibiotic treatment was not effective. The infection spread to the eyes. She was prescribed steroid eye drops and antibiotic eye drops. The infection later became systemic, and she was prescribed a 10-day course of doxycycline.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.